Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 4 for the same event. It was reported from (B)(6) that during a diaphyseal spiral surgical procedure for a humeral diaphysis fracture, it was observed that while using the radiolucent drive device the drill bit devices started to wobble. According to the reporter, the drill bit devices then stopped moving while in use with the device. The reporter stated that the surgeon attempted to drill while holding the base tight as the surgeon believed there was a connection issue with the handpiece device. However, the surgeon noted that the junction of the drill bit device and quick coupling device did not work properly. The reporter stated that the surgeon then attempted to fix the drive tip with tape so that the drill bit device would not fall without success. The reporter stated that eventually the drill but device tip was hit with a hammer. Therefore, the surgeon opened the other side with his hand and inserted screw devices to continue the surgical procedure. The reporter further indicated that a compact air drive device was in use during the procedure. According to the reporter, the cutter device did not break during the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There was a thirty minute delay to the surgical procedure which caused the patient to lose blood. The amount of blood loss was not available from the reporter. The reporter was not able to specify if/what medical intervention was performed or if there was prolonged hospitalization as a result of the event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as jan 27, 2017 on the initial report. It has been updated as feb 1, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the level of the of power of the product should be 110-160w. Measurement but results showed 107w, which indicated loss in power (motor power was too low). The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). During subsequent follow-up with the customer, it was reported that there was an additional cutter device involved in this event. Therefore, this is report 1 of 5 of the same event. The serial number was reported as unknown in the initial medwatch, the serial number is (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.